Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose result was "around 30.0 mmol/l" on his blood glucose monitor. The patient went to his doctor. The blood glucose result at the doctor's office was not provided. The doctor injected the patient with 14 units of apidra insulin. The patient was not taken to the hospital.